Event description:
It was reported that the device was explanted due to leakage and endocarditis. No further details were provided. Reportedly, the implant duration was 1 month; however, the implant date was not indicated. Info per implant pt registry.

Manufacturer narrative:
Device not returned.